Manufacturer narrative:
A visual examination revealed that the exit marker was confirmed as bunched and loose. No wingtool was present on the balloon. The balloon was relaxed and deflated. The catheter shaft was inspected for cosmetic defects and no anomalies identified. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of the outer sheath of catheter was bunched up was confirmed as the exit marker was loose. It is likely that the exit marker got damaged as the catheter was being advanced through the scope. This resulted in the exit marker bunching and becoming loose. The most probable root cause o this event is operational context as due to some procedural factors (e.g. Torturous anatomy) encountered during use, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophagogastroduodenoscopy (egd) procedure in the pylorus performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device but during withdrawal, the exit marker bunched up . There was no visible damage seen on the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(6). The patient was reported to be over 18 years old. (B)(4) for the reported event of exit marker loose/bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophagogastroduodenoscopy (egd) procedure in the pylorus performed on (B)(6) 2014. According to the complainant, the procedure was completed with this device but during withdrawal, the exit marker bunched up . There was no visible damage seen on the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.